Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir did not click into place and that the plastic top came off. No blood glucose reading was given.

Manufacturer narrative:
A visual inspection was performed on 2 opened and used opened and used reservoirs found 1 of the 2 reservoirs failed per inspection due to the snap cap was detached from the reservoir barrel also, the snap-cap was attached to the transfer guard. The remaining reservoir failed per inspection due to the reservoir was too loose to connect and release.